Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
During a tibial open reduction internal fixation (orif) procedure on (B)(6) 2013, the wing screw from the holding sleeve of the large extractor set broke while trying to secure the screw. Surgeon used a t-handle chuck to remove the shaft pin/screw. The wing nut screw twist was lost and the shaft remained stuck in the spindle shaft. While following the technique guide, the pull reduction device sheared off inside the patient. The broken portion remains implanted. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Approx. 3 cm of the threaded tip are broken off and not available for investigation. The device was measured and the features that could be measured met specifications. It is possible the device broke due to mechanical overloading. Placeholder.

Manufacturer narrative:
Device was used for treatment not diagnosis.

Manufacturer narrative:
The product development evaluation reported these devices are used during a tibial open reduction fixation (orif) and fracture reduction procedures. The complaint handling unit reviewed the complaint history for failures of this complaint category. This is the only complaint for either of these devices. They are a multiple use tool, the holding sleeve device (394.460) is over 14 years old. The reduction device which mates with it (03.113.015) is relatively new. The complaint condition is likely the result of significant stress, the strain on instruments of this type will eventually lead to failure over time. The design of the device was found to not be the cause of the event.